Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00955. It was reported that during a percutaneous coronary intervention (pci), restenosis and stent damage occurred. The pci was treating a previously placed 2.5x24mm taxus liberte stent placed in the moderately tortuous distal right coronary artery (rca) that experienced a 75% restenosis. A 3.0x10mm flextome monorail cutting balloon was advanced to treat the restenosis and was inflated 7 times: 1st inflation: 6 atm's, 2nd: 8 atm's, 3rd: 10 atm's, 4th: 12 atm's, 5th: 15 atm's, 6th: 15 atm's, 7th: 10 atm's. Upon removing the balloon, severe resistance was encountered. It was noted that the "rewrap of the device was not good". A mach 1 guide catheter was deeply positioned to the mid rca and it was managed then to remove the balloon. Ivus was then performed and it was noted that a part of the implanted stent had lifted, and that there was thin plaque in the mid of the stent and the balloon blade might have got stuck with the mid part of the stent. The stent damage of the implanted stent was treated with additional balloon inflation. It was commented that the physician had to forcibly pull the device to remove it and the shaft was elongated. No further patient complications were reported and the patient status is good.